Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that they placed a pump in a patient, and it looked infected after about three weeks, and it was removed. The cultures on the explant were minimal and probably represented a skin contaminant. The health care provider (hcp) requested a list of the components to potentially test for allergy. The patient's outcome was unknown. The cause of the infection was unknown. Drug information on the medication being delivered by the system was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.